Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery, liner would not seat; was sitting up about 1-2 mm at the rim. Removed the liner, checked for any debris again. Attempted to put the liner back in using straight impactor the medial wall started to move and showed signs of having fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The shell and liner were assembled upon receipt. The liner is not fully seated within the shell. After the liner was disassembled, the soft tissue was observed in between the liner and the cup, and it was observed that the part of liner barb that sat deeper in the shell is damaged, while the liner barb that on the elevated side does not show signs of damage, which indicating it did not engage the groove within the shell. All 4 knockouts are present in the shell indicating that no screws were used during the procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Based on above evaluation, when disassembled, there was soft tissue in between the liner and the cup. Surgical technique states, "ensure the interior of the shell is dry and free of debris and overhanging soft tissue is removed". Root cause can be attributed to the soft tissue within the cup when inserting the liner. Investigation results concluded that the reported event was due to the surgeon failed to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date: nov 24, 2021. (B)(4). Manufacturing date: dec 13, 2016. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: explant date should be n/a. Updated: PMA/510(k) number. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.